Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to missing row boards. A filed service engineer replaced row boards and flat flex cables to resolve the issue. Performed preventative maintenance. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, preventing user from removing the required scheduled medications. The customer stated that the treatment was impacted, and the user had to access different station. There were no adverse events or injuries reported based on this event.